Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp, and no repair information nor status of the iabp has been received; however, a getinge field service engineer (fse) was dispatched to the customer's site to performed a schedule preventative maintenance (pm) and completed the pm with all calibrations, functional and safety checks to meet factory specifications. Unit passed all calibrations, functional and safety test per factory specifications. Completed repair with all functional and safety tests per manufacturer specifications. H3 other text : device not returned.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) "fo module failure" message on the cardiosave. Customer stated it had been going on since the last shift. There is an aline waveform present. Advised to consider switching to another pump if one is available, or to disconnect the fo cable and transduce the central lumen. Customer did not know if another pump was available and will look after the call. Discussed steps involved to switch to a new pump, and steps needed to transduce the lumen if necessary. The correct pressure cables are available. Customer will call back if further help with either task. The current pump will be sent to their clinical engineering dept.